Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the customer began feeling hypoglycemic symptoms and she hadn't been able to test that morning prior as the aviva meter kept producing errors. Reporter stated that she treated the customer with juice. Reporter also stated that the customer had taken some humalog insulin one hour prior to feeling hypoglycemic based on carbohydrates. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Customer reportedly received results of 400 mg/dl on the advantage system and a result of 72 mg/dl on a professional's device within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.